Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. At the time of the call the customer reported symptoms of dizziness and headache. Customer's wife stated she will contact his pcp to see if he should seek medical attention due to the high result. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness and headache. Meter and test strips were not returned for evaluation. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.